Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for an error during shock was observed. The note was for a false sosd (possible hv circuit damage) message. It was noted that the error message was caused during a performed cardiac surgery. A manual capacitor charging was performed successfully. A software download was performed and the problem was resolved. The device remains implanted. The patient was fine.